Event description:
The customer reported that she received a low battery alarm on the insulin pump and changed the battery. An hour later, she reportedly received a failed battery test, changed the battery again, and nothing was coming up on the screen. No corrosion was found on the battery cap. The customer was advised to clean the battery cap and insert a new battery. Upon changing the battery, the customer received a failed battery test. The customer stated the contacts on the battery cap were not missing or damaged. The battery compartment and spring were neither damaged not corroded. The customer again was advised to clean the battery cap and replace the battery, ensuring the battery was securely fastened. The customer did not receive a failed battery test notification. Further alarms were received that were cleared and considered to be normal insulin pump behavior. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge.